Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead and there was a perforation of the right ventricle demonstrated by rising impedance, high thresholds and phrenic nerve/diaphragmatic muscle stimulation. The lead helix was retracted and the rv lead was moved back and repositioned to the low septum. The pocket was closed but before the patient was taken off the table their blood pressure dropped very quickly. Tamponade occurred so the pericardium was tapped and the patient¿s blood pressure recovered. The patient checked out very well the following morning. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).